Manufacturer narrative:
(B)(4). Article citation: menchini, martina, et al. ¿endothelial cell density change in fully dislocated xen gel implant after trabeculectomy: a case report.¿ european journal of ophthalmology, 21 jan 2021, p. 112067212198963. Crossref, doi: 10.1177/1120672121989632. Multiple requests for further information have been made. Allergan has received no response from the authors. The events of glaucoma progression, corneal endothelial cell loss, vision loss, and device migration are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The events of glaucoma progression and device migration are addressed in product labeling.

Event description:
The article ¿endothelial cell density change in fully dislocated xen gel implant after trabeculectomy: a case report" reported that a patient had a cypass stent placed 30 months prior to a combo cataract / xen®45 gts surgery in the right eye whom presented 24 months later with an entirely dislocated device into the anterior chamber and resulting in a reduction of endothelial cell density. The patient had an intraocular pressure (iop) noted to be 26mmhg and the endothelial cell density (ecd) was 1690 cd/mm(squared). Due to continue severe glaucoma and target iop not reached, a trabeculectomy surgery was performed with mitomycin c. One month post-op, the bcva was 20/25 with iop of 12 mmhg. The xen filtration bleb was noted to be flattened, ecd was 1608 cd/mm(squared), trabeculectomy bleb was well-formed. 18 months post-op, progressive visual acuity reduction to 20/200, iop was 12 mmhg, ecd was 1460 cd/mm(squared), descemet's folds were noted with minimum aqueous flare, device dislocation as implant lay inferiorly in the anterior chamber (ac). Patient refused xen removal at this time, started treatment of dexamethasone until xen removal due to anterior chamber inflammation at 20 months post - op. At 26 months post-op, bcva was 20/160, iop was 13 mmhg, and ecd was 1378 cd/mm(squared). No further progression of the ecd was noted.